Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During a device upgrade to a crt-d the physician didn't like the position of this lead for biv pacing. The physician capped the pace sense portion of this lead and dropped a new pace sense lead. The shocking portion of this lead remains active. Should additional information become available, this report will be updated.